Event description:
It was reported that pump displayed non-resettable malfunction code 16 while in use, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump.